Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated that since (B)(6) 2019 when she first started using the dexcom, she had been feeling severely sick to her stomach with nausea off and on; she had excessive vomiting on (B)(6) 2019. She has not had a problem with this before and stated that it did not feel like a normal stomach flu, so she wondered if it was related to the dexcom. She met with her diabetes nurse on (B)(6) 2019, but no treatment was provided. At the time of contact, the patient was still nauseated. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.